Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged three false positive results for three different patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. A review of data identified an additional potential false positive sample. Accordingly, four mdrs will be filed per the FDA guidance. Initially the customer alleged samples from patients 1, 2 & 3 generated a positive result for sars-cov-2 upon initial testing on liat. Original sample from patient 1 & 3 yielded a negative result for all targets upon retesting on a different platform. A new sample was collected for patient 2 and upon retesting the new sample on a different platform, it yielded a negative result on all targets as well. None of the positive results were released and no harm was alleged. Sample from patient 4 was identified as potential positive for sars-cov-2 during data review. Please note that this sample was not alleged by the customer and no further information is available regarding this sample. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
(B)(6). Per system evaluation and review of the provided dataset the three alleged runs were confirmed and an additional run was identified as a potential false positive. In the optical data, there was a disturbance of the background data, background values of all channels were elevated. The signals of the red channel were in the order of magnitude of the baseline values. However, those background values reverted to the values before, after run#717. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)